Event description:
Complainant alleged that the ICU clinicians were attempting to monitor a pt (age and gender unknown) with the device in leads mode, but the clinician was manually unable to switch leads by pressing the lead select button. In addition, the clinician reported that during the event the device began to charge to 200 joules without the clinicians having pressed the charge button. The clinician then obtained another device to successfully monitor the pt. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction. The complainant indicated that the facility biomed dept was unable to duplicate the reported problem of the device self charging.